Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on 21-dec-2023 to ensure the customer's condition had improved - able to establish contact with customer who his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 28-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who requested manufacturer not contact him further.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated he had 4 vials of test strips, all the same lot number, and they were sticking together. Customer stated that all the vials had been sealed. The product is stored according to specification in the bedroom. The customer reported feeling dizzy; medical attention was not needed at the time of the call. Customer stated he did not want to use the test strips due to how they were all stuck together.